Event description:
It was reported to boston scientific corporation that a endovive low profile balloon accessories bolus feeding set was used during a tube placement procedure on a patient (patient age unknown, (B)(6). According to the complainant, a crack was noted in the device. The procedure was completed with another endovive low profile balloon accessories bolus feeding set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacturer dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).